Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose on the ilet system while the fingerstick measured approximately 500 mg/dl and a dexcom g7 sensor was also reported to be problematic; the infusion site was removed and noted to have a bent needle and a bump at the insertion site, after which supplies were replaced, drops were observed, and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included recovery with glucose decreasing to 109 mg/dl and no hospitalization. Investigation included guided troubleshooting, site and set replacement, verification of insulin flow, and reference to a separate sensor case. Investigation of this case revealed that the event was consistent with inadequate insulin delivery likely due to an infusion set insertion issue, while concurrent cgm issues complicated assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.